Event description:
It was reported that during an in-clinic follow-up, episodes of high ventricular rate due to lead noise was noted. During isometric testing, pacing inhibition was noted as well. Programming changes were performed. No patient consequences were reported.